Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath was kinked 5cm proximal of the tip. No other damage or defects were found. Product analysis confirmed the reported sheath kink as there was a kink in the sheath. Product analysis could not confirm the reported difficulty recapturing as clinical circumstances could not be replicated.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Following one recapture of the closure device, the was kinked and there was difficulty recapturing the closure device. The mark band at the end of the distal end of the closure device was damaged following withdrawal from the patient. A new was and wds were used to complete the procedure. No patient complications were noted.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Following one recapture of the closure device, the was kinked and there was difficulty recapturing the closure device. The mark band at the end of the distal end of the closure device was damaged following withdrawal from the patient. A new was and wds were used to complete the procedure. No patient complications were noted.